Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. Our field service engineer (fse) investigated the ventilator on site. It was verified by the fse that the expiratory safety valve failed. The issue was solved by replacing the control printed circuit board (pcb). No logs were provided and the replaced control pcb was not returned for investigation. Therefore the root cause for the reported problem could not be determined.